Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture that led to high out of range impedance measurements and noise. This lead was explanted and successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.